Event description:
Customer stated she thinks a small piece of the multiclix lancet broke off in her finger. Customer cannot see anything in her finger other than a red spot where she pricked it, but it felt very sore. Customer states, she soaked her finger and did not require any medical treatment. Her finger felt better after soaking it, and customer never saw any actual piece of lancet and did not develop any infections. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.